Event description:
It was reported that the pump emitted loss of prime warnings. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.